Manufacturer narrative:
The cause of the reported issue was determined to be due to a broken/damaged keypad controls. After replacing the main keypad assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A field service representative reported to stryker that the keypad of their customer's device had a break in the label, the control panel was unresponsive and the device displayed an abnormal energy delivery message. As a result, defibrillation therapy may not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was able to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A field service representative reported to stryker that the keypad of their customer's device had a break in the label, the control panel was unresponsive and the device displayed an abnormal energy delivery message. As a result, defibrillation therapy may not be available, if needed. There was no patient use associated with the reported event.